Event description:
It was reported that impedance testing found high impedances of ¿over 10 ,000¿ ohms on electrodes 5, 6, and 7. It was further reported that all other electrodes were ¿in range¿ and had values ¿between 1000 and 3000¿ ohms. The issue occurred at the time of the implant procedure when testing impedances with an external neurostimulator. When the lead-extension system in question was swapped with the other implanted lead-extension system in the multi-lead trialing cable, the impedance issue followed the lead-extension system in question. When impedance testing was performed solely on the lead, without the extension connected, ¿the issue resolved.¿ as a result, it was ¿concluded the issue was with the extension.¿ the extension was replaced at that time as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 37081-40, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found no significant anomalies. It was noted that a setscrew on the extension¿s distal end was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.